Event description:
It was reported that early battery depletion is suspected. It was also reported that the left ventricular (lv) lead thresholds have a history of being high. The device was explanted and replaced. And the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead (B)(6) 2003; 1688t competitor implantable pacing lead (B)(6) 2003. (B)(4).